Manufacturer narrative:
H11: h2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The anchor has a small deformity at the proximal end but is not fractured, and it is still on the device. The sutures are still on the device, run through the channels, and tied at the cleat. A dimensional evaluation was performed on the returned device and found that the screw meet the length and width specifications. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined, and a procedural variance could not be ruled out as a likely contributory factor. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a hip joint arthroscopic labrum repair surgery, when making a third anchor hole, the osteoraptor anchor was easily inserted without any difficulty. After pulling the line, the anchor was easily pulled out. When making an additional bone hole and re-implanting the same anchor, it was again easily pulled out. This resulted in an implantation failure. After the second pull out, a backup anchor was used into an additional bone hole. There was a void left in the patient. The insertion site was prepared with an anchor implant tool and the site was cleared of all debris prior to the insertion. The procedure was resumed, after a non-significant surgical delay, using a competitor device. No further complications were reported.